Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, software version #: 2.0.1 h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a procedure. It was reported that the system could not create an accurate registration model of the patient. The surgeon attempted registration several times, but could not get the accuracy metric below 3.0mm. The surgeon added a touch point, but the registration accuracy did not improve. Surgeon verified several instruments without issue. However, when verifying accuracy on the tip of the nose, the surgeon found that navigation was still slightly inaccurate. The manufacturing representative (rep) stated that the surgeon traced very hard on the patient surface and had poor trace pattern which could have been the cause of the issue. There was a surgical delay of less than one hour and no impact on patient outcome.

Manufacturer narrative:
H2, h3, h6: the system was serviced in the field. It was determined that there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01 and c19 are applicable, as is previously reported code d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2 additional information: b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that it was a functional endoscopic sinus surgery (fess) procedure.